Manufacturer narrative:
(B)(4). Investigation summary ==> conclusion and justification status: the complaint states it was reported that the it was reported that the attune spacer block were broken during a cadaver lab training on (B)(6) 2017. The investigation confirmed the post had chipped. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. It should also be noted that this issue will be further monitored in post market surveillance the complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune spacer block were broken during a cadaver lab training on (B)(6) 2017. Tip of peg chipped.